Manufacturer narrative:
Findings: unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated for high blood glucose with pump and backup plan. The customer was advised the 2 high blood glucose rule. The customer was advised to perform high pressure test and test passed. Customer requested pump be replaced. Customer was advised that we are sending replacement pump.